Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-jun-2018 with the following findings: during investigation, the pump powered on with the returned battery cap. The display remained blank at the power up. There were no audible sounds present at power up or during the alarm sequence. The battery compartment was found to be cracked. The battery compartment threads were damaged. The pump case was removed and the display screen was cracked in multiple places. A test display was installed and was fully functional and fully illuminated. The blank display was due to a damaged display screen. Further investigation showed a cracked solder connection on the piezo. Repaired solder connection and audible tone is now present at power up and during alarm sequences. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the inability to use the product which may lead to long term cessation of delivery.